Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing leak with chemotherapy. Although requested additional information was not provided.

Manufacturer narrative:
Non-bd spike port adapter; non-bd syringe adapter; alcohol cap the customer¿s report that infusion leaked when the infusion of etoposide was started was not confirmed. The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted clear liquid in both of the sets¿ drip chambers and tubing. Light blue alcohol disinfecting caps were attached to each of the two smartsites on both sets. No abnormalities were observed. Functional and pressure testing resulted in the set priming completely with no leaking observed. The root cause of the customer¿s reported leaking was not identified. The device history record for primary set model 2420-0007 lot unknown could not be conducted because the lot information was not provided.

Event description:
It was reported from 5pe unit that ifosfamide, a 24 hour infusion, with volume to be infused (vtbi) of 500ml, infusing at 83.3ml/hour, leaked when etoposide was started. Ifosfamide was the main line, and had an extension set attached and the etoposide (2 hour infusion) was long lined into it. Both bags were spiked with primary tubing. Ifosfamide was a 2000ml chemotherapy infusion. A new bag had to be made to make up for the remainder of the infusion, which resulted in the delay of treatment. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Additional information provided: g.5.

Event description:
It was reported from 5pe unit that ifosfamide, a 24 hour infusion, with volume to be infused (vtbi) of 500ml, infusing at 83.3ml/hour, leaked when etoposide was started. Ifosfamide was the main line, and had an extension set attached and the etoposide (2 hour infusion) was long lined into it. Both bags were spiked with primary tubing. Ifosfamide was a 2000ml chemotherapy infusion. A new bag had to be made to make up for the remainder of the infusion, which resulted in the delay of treatment. There was no adverse effects caused to the patient as a result of the event.

Event description:
It was reported from 5pe unit that ifosfamide, a 24 hour infusion, with volume to be infused (vtbi) of 500ml, infusing at 83.3ml/hour, leaked when etoposide was started. Ifosfamide was the main line, and had an extension set attached and the etoposide (2 hour infusion) was long lined into it. Both bags were spiked with primary tubing. Ifosfamide was a 2000ml chemotherapy infusion. A new bag had to be made to make up for the remainder of the infusion, which resulted in the delay of treatment. There was no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Additional information added to: a2,a3,a4,b3,b5,b4,b7,d11..